Event description:
(B) (4)

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. The manufacturing site ID has been corrected on this report.

Event description:
It was reported the device had given intermittently high rv lead impedance warnings for several months with some possible increases in rv pace thresholds. Manual impedance checks in clinic had always reported within normal range. Surgical lead revision was arranged, and this proved to show normal impedances even with manipulation and stability tests. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.